Event description:
It was reported after a while, the nurse observed a leak of cytotoxic for chemotherapy. Additional information received on (B)(6) 2021, leak observed before use with patient. The user had to prepare another cassette. No clinical consequence observed for patient but contamination risks for the nurse. No patient injury reported.

Manufacturer narrative:
No product was returned. If the product is returned, smiths medical will reopen this complaint for further investigation. Complaint was not confirmed. Per information provided the failure mode was not confirmed. A DHR review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No root cause could be determined since the complaint was not confirmed due to the fact no samples, pictures or videos were received to perform a thorough investigation. No actions taken were performed since the complaint was not confirmed.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.